Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the top case was counterfeit, the battery was missing, the right plunger case and battery door were cracked and the electronic serial number displayed was (B)(4). Review of the event history log showed an occurence of invalid syringe size. Functional testing involved a syringe test and it was found that the device exhibited invalid syringe size. The investigation determined that a ripped size pot cable that was damaged by the customer during their pump repair process was the cause of the reported issue. The size pot was replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump did not read the syringe and exhibited an occlusion error. No adverse patient effects were reported.